Manufacturer narrative:
G4: 10nov2020. B4: 11nov2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02754 was submitted. Any information will be submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
The customer reported the ventilator would not turn on. There was no patient involvement. The field service engineer advised they may need to replace the user interface board.